Event description:
It was reported that during a liver ablation procedure that during placement of the probe after going through cartilage the tip of the probe broke off inside the liver. Tip broke off prior to attempting to ablate. Procedure was halted and the patient was transported to another or for the removal of the broken tip. Patient is currently stable.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: when the probe was inserted through the cartilage, was any resistance experienced? When going through the cartilage was any lateral force applied to the probe? When inserting probe moderate resistance was experienced when pushing through cartilage. There was minimal lateral force to the probe. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2022. This is an analysis of animage submitted for evaluation: attached photos display a broken probe tip. Investigation summary a call home reviewed revealed reflected power errors. The returned probe's tip was broken off and included with the return. The location and type of break exhibited is indicative of a mechanical break. This damage led to the reflected power errors seen in the call home data. According to the complaint and additional information, there was moderate resistance felt when placing this probe through cartilage. This led to the probe breaking mechanically first, then issuing the reflected power errors seen due to the damage. The root cause of the damage was the use of force in order to place the probe through cartilage. A search of nonconformities (ncs) was performed for lot ml22037568. There were no observed nonconformities for this lot.